Event description:
Procedure type: unk. Reportedly, the balloon dissector failed to inflate completely and the surgeon found it hard to gain access with scope. After a few attempts, he deflated the balloon and then inflated it again with the same consequence and the peritoneum was compromised. The doctor decided to convert to open surgery.